Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported during the index procedure when completing device preparation for the delivery system of the endurant limb, when the wire lumen was flushed it was unable to be flushed successfully. Considering the safety of product, the product was not used and the physician elected to implant a different endurant limb to successfully complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.